Event description:
(B)(6) have been ordering bell bags for me and the last dozen that I have received are impossible to open and close the valve. Additional information indicates that the quantity is unknown.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending.

Manufacturer narrative:
(B)(4). We have proceeded the following investigations after receiving the complaint: 1. The historical complaints have been checked, there were similar issues received before (no. (B)(4). 2. Since there is no relevant lot information in the complaint, we conducted a self-inspection on the latest production, the lot is 20220601. Check the DHR records. The incoming, in-process and final inspection have completed, and all results meet the specification. The operators and inspectors have been effectively trained; they have no change. 3. There is no deviation in the incoming inspection of the valve within 3 months. We randomly select and check the inventory valves, they can open and be used smoothly. 4. We received the returned sample from the customer on (B)(6) 2022. The appearance of the sample is intact. And then, we had a check and test on the sample according to the complaint (no. (B)(4). After filling the bag with simulated urine, the valve can be opened and closed 10 times normally. In the process of repeated testing, due to the structural characteristics of the product itself, we found that if single-hand operation of the valve, it is easy to twist, and not easy to operate. It is more secure to use both hands together, as shown in the photo. In order to avoid torsion when opening the valve, support the upper part first, and then open or close the valve with the other hand in the direction indicated by the arrow on the bag. Check the complaint lists for 2022, and we noted that there have been about 7 similar issues before this. In the investigation of some of the above product defects and defects caused by use, we also check the assembly site of the valve. The valve is connected with the draining tube by glue bonding. We learned from the inquiry of the operator and the person in charge of production that, if the draining tube is dipped in too much glue during the assembly process, the glue may flow down from the inner wall of the valve, reach the top of the core, and stick to the herringbone fork of the valve shell, resulting in that the valve cannot be opened normally. Therefore, in the subsequent work, we have identified the risk, and also conducted effective training for operators. In addition, we will also conduct self-inspection, which can effectively check the abnormality of valve caused by such assembly. To sum up, the current situation that causes the valve to be difficult to open and close may include the following two conditions: 1. The assembly process caused abnormal adhesion of the valve and could not be opened. 2. Inconvenient operation in the process of use and causes the valve tube body to be kinked. We speculate the current situation that causes the valve to be difficult to open and close may include the following two conditions: I. The assembly process caused abnormal adhesion of the valve and could not be opened. 2. Inconvenient operation in the process of use and causes the valve tube body to be kinked. Corrective and preventive actions: 1. Make non-confirming pictures. Notify the production workshop and conduct consolidation training to relevant operators. 2. Continue to monitor the follow-up development of such complaints.

Event description:
Vna of western ny have been ordering bell bags for me and the last dozen that I have received are impossible to open and close the valve. Additional information indicates that the quantity is unknown.